Manufacturer narrative:
Device for treatment, not diagnosis. Dorsal modified calcaneal plate for extensive midfoot arthrodesis, suh, j-s, m.d., amendola, a, m.d., lee, k-b., m.d., wasserman, l. M.d., saltzman, c.l. M.d.foot & ankle international. 2005 by the american orthopaedic foot & ankle society, inc, 2005. This report is for an unknown-locking calcaneal plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, dorsal modified calcaneal plate for extensive midfoot arthrodesis, suh, j-s, m.d., amendola, a, m.d., lee, k-b., m.d., wasserman, l. M.d., saltzman, c.l. M.d.foot & ankle international. 2005 by the american orthopaedic foot & ankle society, inc, 2005. This study reports the results of extensive midfoot fusions can be challenging because of bone loss, deformity, and soft tissue anatomy. The authors report a new technique using a dorsally-placed, modified calcaneal plate between 2000 and 2003. Midfoot arthrodeses with a dorsal calcaneal plate were done in 10 patients. There were five women and four men with an average age of 47 years (range 32 to 61 years). Arthrodeses were attempted in 62 joints in these nine patients. Patients were maintained nonweightbearing until radiographs or computed tomography conclusively showed union. Complications: 1 patient died from an unrelated cause. One nonunion with broken screws, 1 screw head protruded through the dorsal skin in a neuropathic diabetic patient which required debridement and hardware removal; a (B)(6) female with diabetes mellitus had a non-union that required partial hardware removal; a (B)(6) female with residual clubfoot deformity required calcaneocuboid revision, outside plate; a (B)(6) male with diabetes mellitus had wound dehiscence which required hardware removal; a (B)(6) female with primary osteoarthritis that required revision, and 1 hardware removals. This report is for a (B)(6) female-with unknown-plate revision this report is for an unknown-locking calcaneal plate. This is report 4 of 8 complaint (B)(4).